Manufacturer narrative:
The impella lp2.5 was received and a failure investigation was completed. Visual inspection found no significant damage or biomaterial. The clinical account had went against the impella IFU recommendations to remove the device during extended pump stoppage, thus, likely contributing to the aortic regurgitation reported. Simulated use testing could be definitively determined, as the pump stopped immediately during testing. A review of the device history record found no manufacturing issues or reworks related to this failure mode for any pump in this lot. There are no other complaints for other pumps in this lot associated with this failure mode.

Manufacturer narrative:
The impella lp2.5 was received and a failure analysis investigation is underway. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) year old male asian patient exhibiting aortic regurgitation (ar) during cardiac support with the impella lp2.5 pump. The physician alleged the device had possibly migrated towards the aorta, causing the ar. As treatment, the device was removed. A second device was not required as patient was hemodynamically stable.